Event description:
Related manufacturer reference number: 2017865-2022-05394. It was reported a patient's implantable cardioverter-defibrillator and right ventricular lead presented with inappropriate therapy due to post-sensed t-wave oversensing. Programming changes were made to restore normal device function. The patient was stable.